Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller. The patient was referred to another physician and no other product issue details were available. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that oversensing of noise resulted in pacing inhibition of 3.5 to 4 seconds. Noise was also observed on the atrial channel. Shocking impedance was 111 ohms. No adverse patient effects were reported.